Manufacturer narrative:
Based on the current information provided, the surgeon increased the port incision to use a third-party stapler to complete the procedure. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted the universal surgical manipulator (usm) 4 generated error 22020 for the insertion issue, was working perfectly with a new vessel sealer extend (vse) instrument. The fse identified the error had been related to the instrument or maybe an incorrect use of the product. The fse also noted regarding the stapler issue that the customer was using a sureform 45 reload (pn 48345g) with an endowrist stapler (pn 470298) which were not compatible. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer encountered various problems with instruments. A vessel sealer extend (vse) instrument was not being recognized and the customer was using the sureform 45 reload with an endowrist stapler. The customer informed about an insertion issue with a stapler and a vse instrument. Error 22020 was present in the logs pointing to universal surgical manipulator (usm) 4 insertion issue with a vse instrument. The biomed informed that they did not perform troubleshooting. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the vse recognition issue was resolved by using a backup vse instrument. Due to incompatibility of sureform 45 reload and endowrist stapler 45, the stapler could not be used. This was related to the user as a sureform stapler 45 was not ready in the operating room. The surgeon tried to use sureform 60 stapler and green reload but due to the patient's anatomy, it could not be used. The surgeon increased the port incision and user a third-party stapler. The procedure was completed using the da vinci system.